Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly the customer was using cleo infusion set that have not been approved for use with the tandem pump. Reportedly the customer's blood glucose (bg) was "high", although no specific value was provided. Customer changed the infusion to address the elevated bg